Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead had very high threshold. The lead is available for evaluation.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found body fluid and retracted helix. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead had very high threshold. The lead is available for evaluation.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported.